Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
During cardiomems implant, after deployment of the sensor in optimal position, the patient moved and the sensor moved into a vessel with a diameter that was determined to be too small for optimal pa pressure readings. The physician used a snare to pull the sensor back in to optimal position. Readings were obtained from the sensor. No adverse consequences to the patient.